Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 812:02. It is not known if the device was in use on a patient at the time the pump went into the failure code. Information was requested regarding the date the report occurred, the medication involved, pump programming and setup information, specific patient details, tubing product code and lot number being used, but no additional details were available. There was no report of patient injury or medical intervention caused by this device per the biomed.